Event description:
The patient had to jump off a truck a year ago. After that, the implantable neurostimulator stopped helping his pain symptoms. The patient stopped recharging the device. It is not working currently. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).